Manufacturer narrative:
It was reported to an arjo representative that there was an incident with the involvement of maxi sky 600 ceiling lift and passive clip sling. It was stated that at the middle phase of the patient's transfer from the bed to the wheelchair, the left leg clip detached from the spreader bar attachment point. As a consequence of the event, the resident fell off the sling and sustained a fracture of the arm, right index finger, and fracture on the left eyebrow. After the event, the device was evaluated by an arjo service technician. The visual inspection showed that sling was in good condition. It was also stated that sling clips were not damaged. The device was working according to the manufacturer¿s specifications. According to the information provided by the customer, it was not observed during the transfer how the sling detached from the device spreader bar. It was suspected that the clip was not properly attached to the spreader bar and the clip was on the edge of the attachment point. Following the lift instruction for use (IFU) for maxi sky 600 (001.14150.33.en rev. 4) the sling should be discarded after two years lifetime, or before that, when damaged. Additionally, IFU informs the user step by step how the lifting procedure shall be performed. According to the crucial information provided in the IFU: ¿before lifting the resident, make sure that all straps are attached to the spreader bar.¿ ¿important: always check that the sling clips are correctly attached and remain in tension as the weight of the resident is gradually taken up.¿ the labeling for the lift device also indicates the system should be used by trained personnel that are aware of the IFU contents. Based on product knowledge and previously made simulations we can state that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go down as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. According to all information gathered during the investigation, it leads us to the conclusion sling clip was not correctly attached to the device spreader bar during patient transfer. The system - ceiling lift and passive clip sling were used for the patient¿s care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling, however sling clip detachment occurred and from that perspective, the system did not work as intended. We decided to report this complaint to the competent authorities due to the circumstances: clip detached during transfer causing the patient to fall and sustain serious injury.

Manufacturer narrative:
After the event arjo qualified representative evaluated the lift and the sling involved in the event - both were in overall good conation. We are in a process of reviewing information gathered. Additional information will be provided upon the investigation conclusions in the follow-up report.

Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi sky 600 ceiling lift and passive clip sling. It was stated that at the middle phase of patient's transfer, from a wheelchair to a bed, left leg sling clip detached from the lift spreader bar attachment point. Following information provided, it seems likely that the clip was not correctly attached to spreader bar before transfer begun. As the consequence of the event the resident fell off the sling and sustained fracture to the arm (just above the left shoulder), fracture above the left elbow, fracture to the right finger and slight concussion. Pain during breathing was also reported. The patient was immediately transferred to the hospital where pain medication was provided. On (B)(6) 2020 customer's follow-up visit at the hospital was planned. However, the results of that visit remain unknown.